Event description:
Allegedly, liner disassociated from shell. Cup, liner and head were removed.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.